Event description:
Error message appearing during surgical procedure causing treatment delay. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Error message appearing during surgical treatment causing treatment delay. Error was not replicated during device inspection by service personnel. Random error message that didn't replicate anymore. We are unaware about patient/operator injury.